Event description:
Attorney alleges plaintiff had a rupture, a capsulotomy and has developed multiple physical symptoms including breast hardness, loss of sensation, non-specific autoimmune, anxiety, stress, pain and suffering.